Manufacturer narrative:
Device evaluated by manufacturer: the jetstream device xc-2.4 was received for analysis.the device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed 3 kinks located 5cm, 10.5cm and 16.5cm from the tip. Functional analysis was done by completing the setup procedure per the instructions for use. The device primed and the blades rotated as designed. Aspiration testing of the device was done per the test procedure. Test results showed that this device did perform as designed per the test procedure. Inspection of the remainder of the device, revealed no damage or irregularities. The complaint was not confirmed for evacuation issues.

Event description:
It was reported that the device stopped aspirating. A 2.4mm jetstream xc was selected for use in an atherectomy procedure in the superficial femoral artery. During the procedure inside the body, there was a loss of aspiration. The procedure was completed with another jetstream xc. No patient complications were reported, and the patient was in fine condition post-procedure.

Event description:
It was reported that the device stopped aspirating. A 2.4mm jetstream xc was selected for use in an atherectomy procedure in the superficial femoral artery. During the procedure inside the body, there was a loss of aspiration. The procedure was completed with another jetstream xc. No patient complications were reported, and the patient was in fine condition post-procedure.